Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) system experienced brady pacing pauses and syncope. The pacing pauses could not be recreated during a follow-up test, so the physician elected to replace the device. Cpi will analyze the device when returned.